Manufacturer narrative:
The following was returned by the customer for investigation: one used list # 011-46106-23, transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves; lot #unknown. The reported complaint of separation was confirmed. During visual inspection 48.5" pressure tubing was received cut/separated from its male luer. The male luer was not returned for evaluation. The probable cause of the cut/separation ad occurred due to unintentional use of sharp objects during use. A DHR lot # review could not be conducted because no lot number was identified.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding a transpac it monitoring kit w/safeset reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves that experienced breakage and blood leakage during. The reporter stated the following: ¿this morning, the medical team discovered a pool of blood under the patient's arm. After analysis, it was found that the blood pressure head tubing was completely severed, near the radial blood pressure catheter. No serious consequences.¿ the arterial bleeding was quickly stopped because the patient was conscious and able to alert the team immediately. The catheter was removed but it was not changed. There were no visible signs of malfunction, damage, strain or wear with the device prior to the incident, nor any physical defect on the device before the incident. The product was stored in the unit's storage area, at room temperature. There was no blood loss that was considered clinically significant. There was no unprotected exposure to blood or any cytotoxic product for the healthcare professional or the patient. The patient information cannot be provided. There was no delay in critical therapy, no need for medical intervention.